Event description:
It was reported that the audio bolus button was unresponsive. There is no additional information available about this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no damage to the audio bolus button. The audio bolus button responded appropriately when pressed. Unrelated to the complaint, intermittent response of all keypad buttons was noted. All keypad buttons required multiple presses to evoke a response. None of the keypad buttons had normal spring back or click. The keypad cover was removed to investigate and revealed contamination was found under the contacts of all buttons.